Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected evaluation summary. Evaluation summary: (B)(4): helix disengaged from helical channel, and blood noted on helix mechanism and helix mechanism (sleeve head); full lead returned and analyzed.

Event description:
It was reported that during the implant procedure, the helix would not extend. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) shaft seal out of position; full lead analyzed.